Manufacturer narrative:
Visual analysis: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "micro rupture found by ultrasonography examination, confirmed by magnetic resonance imaging (MRI)." The device has been explanted.

Event description:
Patient reported right side "micro rupture found by ultrasonography examination, confirmed by magnetic resonance imaging (MRI)." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "micro rupture found by ultrasonography examination, confirmed by magnetic resonance imaging (MRI)." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flow opening. As per the investigation procedure creases, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.